Event description:
Pdc received a call on (B)(6) 2014, reporting a medical intervention that occurred on (B)(6) 2014, at 6:00 pm. Pt (B)(6) called in stating the reason for the intervention was because he received a blood glucose reading of 400 mg/dl, which caused him to become alarmed. Pt stated that he had no symptoms and that he felt fine. The reading on the prodigy meter at the time of the actual event was 412 mg/dl. Pt drove himself to the ER. Pt's glucose reading upon arrival at ER was 178 mg/dl. A 4 units of insulin were administered to pt at ER. Upon discharge from the ER pt's blood glucose reading was 108 mg/dl. Pt's stay at ER was 2.5 hrs. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 1.4 ua. The standard is less than 55 ua. Pass. The working voltage test is 400.0mv. The standard is 400+3mv. Pass. Meter's setting, audio and all buttons were ok. We tested the returned meter and strip with in house control solution (low: 35/high: 255 mg/gl). All results were within the acceptance range.